Manufacturer narrative:
It was reported that the brakes did not engage causing a fall. A CT scan was done and showed a "fractured patella". The patient was admitted to the hospital and a knee brace was given to the patient. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The "brakes didn't engage".